Manufacturer narrative:
Product evaluation: one osseotite® implant 5 x 10mm (oss510) and mount were returned for investigation. Visual evaluation of the as returned products identified that the devices were in good condition. Functional testing was conducted. Fixture mount was able to engage and disengage implant as normal. No pre-existing conditions were noted on the per. The reported devices were intended for an unknown tooth location. X-ray & picture evaluation: x-ray or picture images were not provided. Per the applicable IFU, under the section precautions, it is stated that improper technique may lead to device failure. DHR review: DHR review for the lot (2014080555) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2014080555) for similar events (complaint category keywords: disengaged) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant disengaged from the mount when he was placing the implant during the surgery. Implant fell down in the process and was discarded. Doctor finished the procedure placing another implant.